Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient didn't use the device because it didn't work. The patient had been thinking of having it taken out because not only did it not work, but the patient thought their incontinence was now getting worse. The patient had not talked to their health care provider (hcp) about this and was not interested in making an appointment to have it checked now. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.